Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the doctor performed a t3-l2 fusion on (B)(6) patient two years ago. On a recent follow up visit, it was noticed on x-ray that one of the rods had dislodged from the bottom screw. The patient is indicating she has pain on her lower left side near the sacral iliac region. The patient has scoliosis spinal fusion in (B)(6) 2014 and this (B)(6) the patient found out that one of the screws disengaged from the rod at the bottom of her fusion. The patient informed that the screw slipped off the rod.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.